Manufacturer narrative:
On 02-mar-2017 product investigation results: reporter returned one toothbrush head on 31-jan-2017. The toothbrush head was identified to be oral-b power oral care refills crossaction on 09-feb-2017. On 02-mar-2017 the toothbrush head was confirmed counterfeit.

Event description:
Brush head broke off while brushing and felt the screw a little later in my mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that he/she switched to oral-b flexisoft brushheads about three weeks ago, and this week a brush head broke off while brushing. He/she felt the screw a little later in his/her mouth. The consumer stated that he/she has had a positive experience with other brushes. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke off while brushing and felt the screw a little later in my mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on 14-dec-2016 that he/she switched to oral-b flexisoft brushheads about three weeks ago, and this week a brush head broke off while brushing. He/she felt the screw a little later in his/her mouth. The consumer stated that he/she has had a positive experience with other brushes. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.